Event description:
It is reported that the pt required a revision at 3 years for aseptic loosening.

Manufacturer narrative:
Information was rec'd from a health professional who is not required to complete form 3500a. Evaluation summary: implant and explant dates are unk. Neither x-rays nor operative notes were returned for review. Pt information such as height, weight and activity level is unk. Based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.